Manufacturer narrative:
(B)(4). Date sent to the FDA; 05/20/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the suture broken during dispensing before use on patient? Or broke during actual use on patient? I was told the suture was broken prior to trying to implant/use. Device return status/ follow up: no product to return.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the doctor was introducing the barbed suture into the abdomen and noticed the strand was broken. It was stated that the suture broke prior to trying to implant/use. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mgq157, and no non-conformances were identified.